Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: symptoms of massive cardiac tamponade during support of biventricular assist device. The international journal of artificial organs; 2018 mar 1: 391398818762351. Doi: 10.1177/0391398818762351. Other devices involved in this event: heartware ventricular assist system ¿ outflow graft; outflow graft / unk / model #: unk- outflow graft / expiration date: unk, UDI #: asku, mfg date: unk. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed bi-ventricular vad (bivad) support in a patient with a history of childhood surgical correction for transposition of the great vessels and advanced biventricular heart failure. The patient's post-operative course was complicated by the development of low flows in the right vad (rvad) on support day 44. A chest computerized tomography (CT) scan showed a thrombus in the rvad outflow graft and the patient was treated with thrombolytic therapy. The patient then developed an episode of ventricular tachycardia and ventricular fibrillation, requiring medical intervention. A follow-up chest CT scan showed a pericardial effusion, requiring emergent re-sternotomy and evacuation of blood within the pericardial sac that was causing cardiac tamponade. The bivad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump and outflow graft with unknown serial numbers were not returned for evaluation. A review of the manufacturing documentations could not be performed since the serial numbers of the devices were not provided. Review of log files was not performed since log files were not provided. The reported event could not be confirmed due to insufficient information. Information provided in the journal article indicated that a CT scan showed a thrombus in the rvad outflow graft and the patient was treated with thrombolytic therapy. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, a possible root cause of the low flow event can be attributed to the reported outflow graft thrombus. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.